Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be emitting beeping tones according to the patient. . Data was sent to boston scientific technical services (ts) for their review. The review certified there are no faults, however, additional information received by boston scientific technical services (ts) confirmed high out of range shock impedance measurements were encountered. Suggestions of testing were made by ts. At this point, this ICD remains in service. No adverse patient effects were reported.